Manufacturer narrative:
Based on the information available, device is evaluated at customer site by 3rd party and identified the root cause of the reported issue is due to the defective som pca assy and assy processor. Device is working fine as per manufacturer's specifications after replacement of defective som pca assy and assy processor. The investigation concludes that no further action is required at this time.

Event description:
It was reported to philips that the device would not turn on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.